Event description:
A peritoneal dialysis (pd) nurse has reported that dialysis solution was leaking out of the cassette and into the cycler. The origin of the leak could not be located on the cassette. The pd nurse mentioned that the pt did not develop an infection or have any adverse effects from the incident; pt is fine. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The device was not returned to the manufacturer for physical eval and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.